Event description:
It was reported to covidien in 2008, that a customer had a problem with the scd sleeve. The customer states the pt complained of bruising.

Manufacturer narrative:
Submit date: 10/29/2008. An investigation is currently underway. Upon completion, the results will be forwarded.